Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient passed away due to device unrelated medical reasons and therefore the device is not available for investigation.

Event description:
At the user's yearly appointment a decrease in hearing performance was noted. The user reported that for the last 2 months they have experienced a gurgling and static sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the user's yearly appointment a decrease in hearing performance was noted. The user reported that for the last 2 months they have experienced a gurgling and static.